Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found functionally okay, insignificant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported premature battery depletion that occurred during normal use after nine (9) months of being implanted. An impedance check was completed prior to surgery which showed impedance of less than 50 ohms between electrode 1-2. When the new neurostimulator was implanted an impedance check and longevity test was completed in theatre and showed no issues the surgeon stated he reviewed an x-ray and could not see any lead damage and that the lead appeared to be correctly inserted into the header of the neurostimulator. There did not appear to beany external factors that contributed to the premature battery depletion. It was noted that an impedance check showed impedance and a battery longevity check showed longevity of 1-6 months. The surgeon requested a battery change, and the same test was performed pre-op with the same outcome. No symptoms were reported. The issue was noted as resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.